Event description:
Unsubstantiated "medicals" for magnetic therapy - magnegizer foot straps, magnetic back support, copper and magnetic healing bracelet, magnetic back wrap, magnetic and jade bracelet.